Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the touchscreen of the navigation system was unresponsive to prompts from the user. It was reported that all other functions of the monitor were working. Reseating cables on the monitor did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.